Event description:
It was reported that the right ventricular lead experienced t-wave oversensing. Furthermore, this oversensing led to a decrease in the device bi-ventricular pacing percentage. Both the lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.